Event description:
Add'l info rec'd from rptr 11/26/01: rptr has a rash under left armpit. Rptr thinks it is a heat rash. Rptr puts on medicated powder which helps but it does not go away.

Event description:
Add'l info rec'd from rptr 3/7/00: pt has been experiencing pain from the dry skin on their foot, so much so that pt walked with a limp. Saw a foot dr who diagnosed "xerosis" which is abnormally dry skin. The dr excised the area.

Event description:
Add'l info received from rptr 5/19/00: rptr wants to correct report of "dehydration" to skin dehydration.

Event description:
Rptr thought they had lupus or some sort of connective tissue disease because of small red bumps on arms. However, a blood test was negative. Physician feels rptr is just dehydrated and gave rptr an ointment to apply to arms.

Event description:
Rptr has suffered from rheumatoid arthritis, severely dry skin, siliconomas, anxiety, mental confusion, "a chemical imbalance of the brain" and bipolar manic/depressive disease since having silicone breast implants rupture and leak into system. Rptr believes that because desiccants used to keep shoes, etc dry, contain silica, it should easily prove that silicone gel causes the human body to dry out. Rptr would like FDA to conduct a study of this theory.